Event description:
Customer reported the system does not sound an alarm when producing x-rays and takes a long time to display the image after a shot. No pt injury was reported.

Manufacturer narrative:
Ge rep evaluated the system and turned on the audible alarm. Could not reproduce the slow to display problem. System operates as intended.